Manufacturer narrative:
The manufacturer previously received a communication from a legal representative stating a patient sustained injuries from a bipap device. There was no information provided as to what bipap device was in use or what injuries were sustained. The report was originally sent indicating a serious injury issue. The clinical expert review states the following: this notification was reviewed by the pms clinical expert due to a report of "injuries sustained because of a bipap". Based on information available at this time, the reported event is assessed as a non-serious injury, as the reported event of "injuries sustained because of a bipap" has not met the classification of serious injury. Nor is there any report of medical intervention required or received to specifically preclude a life-threatening injury or permanent impairment. Therefore, the device did not cause or contribute to a serious injury or death. A correction indicating no serious injury will be submitted at this time. The device has not yet returned for evaluation. At this time, we are unable to confirm if a malfunction occurred or to what extent the customers injuries were. A request for additional information has been made. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
No serial number, UDI or material number were provided.

Event description:
The manufacturer received a communication from a legal representative stating a patient sustained injuries from a bipap device. There was no information provided as to what bipap device was in use or what injuries were sustained. The device has not yet returned for evaluation. At this time, we are unable to confirm if a malfunction occurred or to what extent the customers injuries were. A request for additional information has been made. A follow-up report will be submitted when the manufacturer's investigation is complete.